Event description:
The manufacturer was informed of the following event. A dialysis patient who had perceval valve pvs23/m implanted on (B)(6) 2020, now developed stenosis due to calcification and will be going under the explant procedure in (B)(6) 2022. Based on the additional information received, patient eventually passed away on (B)(6) 2022. The device was explanted on (B)(6) 2022 after patient passed away. Based on the medical judgment received, the cause of death was heart failure, because of stenosis and svd caused by calcification of the valve cusps. Reportedly, when the device was removed, the valve cusps was touched from the aortic side with forceps, but it did not move at all. Then, the vale cusps were pushed from the left ventricular side, and it felt like it finally moved.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Manufacturer will provide a follow up report upon receipt of the device or further information.

Manufacturer narrative:
The valve was returned to the manufacturer. The valve is wrapped in organic tissue (it looks like artery) also had: pannus, calcifications, thrombi and blood residues. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 2 mm into the lumen, narrowing the annulus, and contributes to stenosis. The prosthesis was oval. Red thrombus depositions, due to postmortem explant, were present on all inflow surfaces. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. The free edges of all leaflets were outflow bent near the posts due to fibrous pannus and which caused a low degree of insufficiency. Small thrombus depositions were visible on some inflow surfaces. All the leaflets were stiff due to intrinsic calcifications. Some scars were visible where intrinsic calcifications became extrinsic. Yellowish areas due to calcifications were detected on both sides of all leaflets. The mesothelial surfaces of all leaflets were locally wrinkled. Fibrous pannus depositions were present on the crown, on all sinusal struts and along all adherent margins. On leaflet a, mesothelial grooves were visible near the post 2. On leaflet b, small thrombus depositions were visible on the belly. At post 3 the pericardium was damaged by tweezers and scars were visible. On leaflet c, small thrombus depositions were visible on the belly. X-rays of the subject valve showed large intrinsic calcifications in all leaflets. Histological analyses were performed on samples taken from leaflets a and b. In leaflet b, alizarin red s stain showed that the pericardium was thicker than normal because of large intrinsic calcifications; other small intrinsic calcifications were present in leaflet a. In leaflets a and b, hematoxylin and eosin stain showed that the collagen bundles were disrupted, defibrated and homogenated. The collagen bundles of leaflet a locally showed a bubbly aspect. Red blood cells were visible mostly inside the pericardial delamination that were detected on leaflets a and b. Inflammatory cells were present on leaflet b. Bacteria were not detected with the gram stain. Large intrinsic calcifications and inflammatory cells were present inside the mitro-aortic area. Based on the analysis performed, leaflets calcification detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. A slightly aortic insufficiency likely resulted from the free edges outflow bent due to fibrous pannus. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors (dialysis) may have contributed to the structural valve deterioration observed in this perceval s valve. However, little clinical history was provided, and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
The device was returned to the manufacturer and the investigation is on going. The follow up will be provided upon the completion of investigation or receipt of additional information.